Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) that they encountered a non-recoverable error 23013 on the system, and two restarts had been conducted. The tse reviewed the system error logs, and confirmed the occurrence of error 23013, and recommended a hard power restart, but the error indicating a failure of the left master tool manipulator (mtml) persisted. The tse explained options included deactivating the mtml or using a console from a xi system available on-site. The second console from the xi system was organized and connected to the x system, permitting the surgery to commence successfully. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed, and the reported error was confirmed and replicated. In the system logs, the error 23013 was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed all tests. Once the testing was completed, the axis 6 potentiometer board was found to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to sensor errors from a faulty yaw motor and yaw potentiometer board located on mtm.